Event description:
It was reported that the left ventricular (lv) lead had high capture thresholds. The lv lead was capped and a competitor left bundle pacing lead was implanted on (B)(6) 2024. There were no adverse health consequences, the patient was stable.